Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. However, the physician-provided data was older than 35 days, and the last latitude sync was from (B)(6) 2025. The bd alert was flagged on (B)(6) 2025. As the physician was unable to provide device data via e-mail, technical services (ts) recommended device replacement as soon as possible. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.